Manufacturer narrative:
A ge representative evaluated the system and reseated circuit cards and reloaded software. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying a kv on in error message and there is no image at high ma. No pt injury was reported.